Event description:
Please be advised that the program that was downloaded to my samsung for monitoring my heart got an update that crashed the app. Apparently medtronic acknowledged the error but a fix is not going to be available until feb. 2025. My md wants me monitored all day. Medtronic's solution was to send a non-portable home device which only works when I sleep at home. I travel often. So, this does not work.

Event description:
Additional information received for report mw5164079 on 01/08/2025. Medtronic it department failed to keep up with updates. Now I have monitoring of my pacemaker. Please be advised that the program that was downloaded to my samsung for monitoring my heart got an update that crashed the app. Apparently medtronic acknowledged the error but a fix is not going to be available until feb. 2025. My md wants me monitored all day. Medtronic solution was to send a non-portable home device which only works when I sleep at home. I travel often. So this does not work.